Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "had seromas requiring aspiration and experienced systematic illnesses resulting in bilateral capsulotomies,¿ ¿debilitating physical pain,¿ ¿suffered, and will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue,¿ ¿mental suffering, was/will be required to undergo additional surgeries and other procedures, suffered emotional distress, anxiety, and loss of quality of life,¿ ¿endure emotional distress including suffering, anguish, fright, horror, nervousness, grief, anxiety, worry, shock, humiliation, and shame due to the risk of bia-alcl.¿

Event description:
Patient representative reported patient ¿had seromas requiring aspiration and experienced systematic illnesses resulting in bilateral capsulotomies,¿ ¿debilitating physical pain,¿ ¿suffered, and will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue,¿ ¿mental suffering, was/will be required to undergo additional surgeries and other procedures, suffered emotional distress, anxiety, and loss of quality of life,¿ ¿endure emotional distress including suffering, anguish, fright, horror, nervousness, grief, anxiety, worry, shock, humiliation, and shame due to the risk of bia-alcl.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ depression,¿ ¿disfigurement¿ and ¿disability;¿ these events are not related to the device. Device was explanted and replaced. This record is for the right side. A capsulectomy was performed during both the implanting and explanting procedures.